Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The following are possible causes for damage of the lid of the subject device. -the user dropped an object on the lid. -when closing the lid, the user pressed with excessive force repeatedly. -the solvent crack occurred due to the mechanical stress while the closing the lid and/or the remaining the chemical agent such as detergent solution on the lid. -there was stress caused by tucking something between the lid and the reprocessing basin. -due to some other factor.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the lid of the subject device was cracked. The subject device was repaired on-site by the field service engineer. The user used another device and completed the intended reprocessing. There was no report of patient injury associated with the event.